Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. The pace/sense portion of the lead was capped in 2005. The defib portion of the lead remained active. Noise continued to be observed. The patient received inappropriate atp therapy due to the noise. The lead was capped and replaced. The patient was stable and is doing well.